Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that insulin pump had blank display. The blood glucose level was at 300 mg/dl the time of incident. The customer declined troubleshoot for high blood glucose. Daughter states when she manipulate the cap the pump will come on and off. The insulin pump will not be returned for analysis.